Event description:
It was reported that the pump's usb port was cracked resulting in difficulties charging the pump. There was no reported impact to the customer's blood glucose (bg) level. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.